Event description:
It was reported that the patient, with this second pacemaker battery, was contacted by the clinic and informed that the device was "not working," with no further details provided. The clinic directed the patient to contact technical services (ts). Ts verified if what was involved, and the patient confirmed that the concern was related to the implanted device, not the home monitor. The patient also reported feeling generally unwell. Ts advised that device data cannot be accessed without a healthcare provider (hcp) present and that any issues must be addressed through an hcp-initiated call. The call ended when the patient became upset. This device remains in service. No adverse patient effects were reported.